Event description:
A customer contacted the french national competent authority (ansm) to report that their device was unable to charge and was unable provide defibrillation shock when attempted during patient use. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Section h10, additional mfg narrative of the initial medwatch report indicates a third-party service agent evaluated the customer's device and was able to duplicate the reported issue. The cause was isolated to a missing pin in the therapy connector. The device could not be repaired. The device was returned to the customer unrepaired.section h10, additional mfg narrative of the initial medwatch report should indicate a third-party service agent evaluated the customer's device and was able to duplicate the reported issue. The cause was isolated to a missing pin in the paddles connector. The device could not be repaired. The device was returned to the customer unrepaired.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A third-party service agent evaluated the customer's device and was able to duplicate the reported issue. The cause was isolated to a missing pin in the therapy connector. The device could not be repaired. The device was returned to the customer unrepaired.

Event description:
A customer contacted the (B)(6) to report that their device was unable to charge and was unable provide defibrillation shock when attempted during patient use. There were no reports of adverse effects to the patient as a result of the reported event.